Event description:
As reported, during testing this fogarty thru-lumen embolectomy catheter, the balloon burst. As per product evaluation findings, the balloon was found to be ruptured and the ruptured edges did not appear to match at the ruptured location. There was no allegation of patient injury. Patient demographics unable to be obtained.

Manufacturer narrative:
This fogarty thru-lumen embolectomy catheter was received for a full evaluation. The report of balloon burst was confirmed. The balloon was found to be ruptured and proximal ruptured edge was inverted to proximal side. After proximal ruptured edge was returned to original position, the ruptured edges did not appear to match at the ruptured location. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. Further investigation was performed by engineers in the manufacturing site. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. Additionally, as part of the manufacturing process a the units go through balloon and winding inspection process. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Per the instructions for use "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.